Event description:
It was reported that an ilet pump produced haptic feedback and sounds but the screen was blank and not visible, the device would not power on to a usable display despite restart attempts, and a replacement was arranged; user education was provided regarding shutdown, data sync, and setup, and the device was slated for return shipment. Symptoms included inability to view on-device information. Outcomes included interruption of normal pump use and reliance on alternate diabetes management until replacement setup. Investigation included review of device behavior, coordination for return, and tracking of the defective unit for assessment. Investigation of this case revealed a suspected display or related hardware malfunction causing loss of screen visibility while other device functions continued, consistent with a hardware failure of the screen component. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.